Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported phacoemulsification tip from the cataract pack was severely bent before cataract surgery (with intraocular lens implant). The surgeon noticed it before attaching to handpiece. A new phacoemulsification tip was used. The surgery completion details were not provided. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photos attached were reviewed by the manufacturing site. Photo 1 shows a wrench and a phacoemulsification tip with a bent cannula. Photo 2 shows a custom pak list. The reported issue is confirmed from the photo review. The reported issue was confirmed from the photo review; however, a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).